Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
The customer reported to corporate product surveillance of an anti-siphon pca combination set that has a cut in the tubing. The condition was observed during priming. The medication involved was demerol. The packaging was not damaged. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.